Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "hole 8cm. No harm to patient. Used for chemotherapy. Securacath used." No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 39cm. Unknown what vein was the PICC inserted into. Exit site marking of the PICC after placement 6cm. Secured with securacath. Types of infusates infused through the PICC: oncology treatment, leucovorin calcium (folinic acid), fluorouracil, irinotecan hydrochloride, and oxaliplatin. There were no catheter interventions to address occlusions with this PICC. PICC leakage identified through leaking. Break was internal/ inside the patient. The break is at 8cm. Occurred 14 weeks after insertion. Catheter site cleaned with chloraprep 2% chg in 70% ipa during a dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "hole 8cm. No harm to patient. Used for chemotherapy. Securacath used." No other information was provided.